Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported deployment difficulties could not be determined from the limited angiogram videos provided. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy. It is possible that an unknown an interaction with the d elivery system and the previously implanted non-medtronic stent along with anatomical factors such as the angulated arch may have contributed to the reported event, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft (vamf2828c150te) was intended to be implanted during the endovascular treatment new dissection the patient had the existing non mdt stent graft implanted 6 months prior for a type a thoracic aortic dissection (270-300mm in length). A new dissection was discovered at the distal end of the original stent. To reconstruct the distal celiac trunk and treat the tear the physician planned to connect vamf2828c150te and vamf2626c150te to the original stent. It was reported during the index procedure vamf2626c150te was successfully implanted. Vamf2828c150te was then positioned between the original stent and vamf2626c150te, however, when the physician rotated the blue slider in the correct direction as per the IFU, the stent could not be deployed within the patient's body. The resistance of the slider was greater than usual when releasing the stent. Slightly more force than usual was applied, the slider could rotate normally but there was no response at all and the stent did not deploy. To ensure the patient's surgical safety, the stent was removed and replaced with a new stent of the same model. The new stent was implanted successfully, and treatment was completed. It was confirmed that there was no damage noted to the delivery system or packaging prior to unboxing. Per the physician the cause of deployment failure is undetermined. No additional clinical sequelae were reported, and the patient is fine.